Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of an inoperable display, which was confirmed and reproduced. Evaluation found that the pump would intermittently power down with no input then immediately power back on with no input, causing the display to be inoperable. It was found that two depressed negative battery pins, due to a failed back flex were causing the condition. The rear case assembly was replaced.

Event description:
It was reported that a spectrum pump had an inoperable display. It was also reported there was no patient involvement.